Event description:
Patient had a foley placed for open reduction with internal fixation of a right acetabular fracture. The patient had hematuria with obstructed foley catheter. There was clear urine return at start of procedure; however, at the end of the procedure it was clear that there was no urine output for the majority of the procedure. Blood was noted in bag and meatus. Urology consult requested. Attempts at irrigation unsuccessful. The foley balloon was palpable in the proximal anterior to bulbus urethra in the perineum. The catheter was removed and replaced with return of one liter of clear fluid. Patient to have foley in place for one week - no evidence of any bladder injury. Discharged without further complications.